Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lead dislodged many times after not being able to pierce the myocardium well. After multiple attempts. The helix would no longer retract. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.